Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, protrusion of the implant from the penis, and a painful revision surgery.

Manufacturer narrative:
The patient's medical records were requested but were not provided. The patient was noted as having surgery on (B)(6) 2021, but it was not clarified if this was initial implantation, a revision surgery/upgrade, or explantation. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort." Pain is a common and anticipated event in any surgical procedure. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists penile curvature and pain as anticipated adverse events and implant extrusion/perforation as anticipated device deficiency. The instructions for use also list implant extrusion as a potential adverse device deficiency. The root cause of this investigation is the inherent risk of the device as curvature, protrusion, and pain are disclosed potential adverse events that are acknowledged and agreed to by the patient prior to surgery. However, there is a lack of sufficient information as the patient's medical records were not provided. As the device is unable to be investigated, historical data analysis and trend analysis were used to investigate this complaint.

Manufacturer narrative:
The patient presented to the office on (B)(6) 2021, interested in receiving the device. He returned on february 2nd and had the device implanted. The patient returned for his post-operative follow up on february 5th. It was noted that "everything looked great" and the patient had his drain removed. On (B)(6) 2023, he had a virtual visit with the physician where they discussed removing the implant via full capsulotomy due to complaints that he was "too big for his wife". It was also noted he had some distal flaring. The patient returned on (B)(6) 2023, for removal. The patient was seen for his post-operative follow up on march 25th, and he had mild preputial swelling. The patient followed up again on may 8th with base scarring, retraction/loss of length, and an upwards curve. The physician and patient had an audio call on july 10th and the patient's chief complaint was dysuria. The patient had a 30-degree upward curve and had lost around 1-1.5 inches in length. The patient had another telehealth visit on august 21st, where he wanted to proceed with a scar removal surgery, penile plication, and an amnion implant. The patient had the surgery on october 3rd, and it is noted within his file, on this date, that he had peyronie's disease. The patient had his post-operative follow-up on october 5th, where the physician documented he "looks good." The patient claimed he had foul smelling urine, but the physician assured the patient that this was anesthetic in the urine. On november 28th, via a telehealth visit, the patient's scarring was completely resolved but length was still an issue. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, dissatisfaction with cosmetic results and scarring are listed as a potential adverse events and complications. Patients should be informed that dissatisfying cosmetic results such as scar deformity, hypertrophic scarring, asymmetry, displacement, incorrect size, unanticipated contour or projection, transillumination and palpability may occur. Dissatisfaction with cosmetic results such as "incorrect size" is disclosed and discussed with patients prior to implantation, and identified as a potential complication within the IFU. Careful preoperative planning and surgical techniques are essential to minimize the occurrence of such results. Cosmetic concerns may also become medical concerns. All patients prior to implantation undergo a consent process, where they sign off on various risks and complications one-by-one, including: "patient or partner dissatisfaction with results" and "moderate to severe scar tissue formation, fibrosis and/or possible detachment of sutures". Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant one is-"moderate to severe scar tissue formation, fibrosis and/or possible detachment of sutures," "temporary reactions, swelling and/or erythema," "penile shortening," and "penile retraction in erect and flaccid states". Swelling is a known side effect of any cosmetic surgical procedure. The post-operative handbook includes information about the swelling of the penile shaft, scrotum, and lower abdomen for approximately one to two weeks after the procedure. The clinical investigation report also lists scar formation, urinary difficulties, contracture, and decreased penile girth as anticipated adverse events.an article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Shortening and loss of sensation were not reasons listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. The root cause remains inherent risk of the device as scarring, scar tissue formation, loss of length/retraction, swelling, and urinary difficulties are all disclosed potential adverse events that are acknowledged and agreed to by the patient prior to surgery.

Event description:
This is a follow-up to a previously submitted MDR, 3010606546-2024-00024. The patient's medical records have been received which included reports of scarring, scar tissue formation, loss of length/retraction, swelling, and dysuria. The patient had a capsulotomy to remove the implant, and later had a scar removal surgery, penile plication, and an amnion implant due to complex scar tissue formation.